Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the hcp entered the incorrect dose for the simple continuous and for the bridge bolus. The hcp programmed the old drug desired dose and the simple continuous dose to the incorrect dose. The old drug desired dose was programmed to include the patients patient activated (pa) dosing, which they did not want. The bridge bolus was stopped 30 minutes into the bridge bolus. The new concentration was 5 mg/ml. The simple continuous: 3.0506 mg/day. The bridge bolus dose: 1.1270 mg. The old drug desired dose: 3.0491 mg/day. The old drug desired dose should be simple continuous: 2.4375 mg/day. The pump was being updated with the following information; simple continuous: 2.4375 mg/day. The prime bolus: 0.417ml. The pump was delivering morphine.